Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that water was leaking from the connection between the feedset tube and the chamber dome on an mr290v vented autofeed humidification chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in new zealand where it was visually inspected. Results: visual inspection revealed that the feedset tube was slightly pulled out of the chamber dome. Glue was found around the feedset tube and the port in the chamber dome. The glue was only partly bonded to the dome. Conclusion: we are unable to determine the cause of the damage observed on the returned mr290 chamber. However, previous investigations of similar complaints have shown that this type of damage can be caused by overstretching the feedset tube when attaching it to a water bag. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the reported leak developed after the chamber was released for distribution. The user instructions which accompany the mr290 chamber state the following: - "set appropriate ventilator alarm." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."